Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "hypoglycemia" and was unable to self-treat, requiring third-party administration of "glucose, insulin drips, and concor meds" for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "hypoglycemia" and was unable to self-treat, requiring third-party administration of "glucose, insulin drips, and concor meds" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. Sensor kit expiration date was determined to be 30-nov-22. Medical event date of this issue was 19-dec-22 , which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.